Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by manager of the orthopaedic department that a g3 nail broke.

Event description:
It is reported by manager of the orthopaedic department that a g3 nail broke.

Manufacturer narrative:
Evaluation summary: the nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the left bridge of the proximal lag screw hole (lateral perspective). The left breakage line was found within the drill marked area. This misdrilling effect did weak the left bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the left bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the left bridge at lateral. After the left bridge was full or main partly broken, the right bridge followed also step by step. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The imprints within one lag screw flute indicate that the lag screw moved from medial to lateral for approx. 11mm; the flute allows a limited movement of the lag screw. The movement indicate that most likely also the femur head moved to lateral, maybe due to poor bone quality. Intra-operatively implant damages, postoperative loads and poor bone quality can lead to implant breakages and are listed as adverse effects in the IFU. If other adverse effects like i.e. Obesity, osteoporotic bone, delayed or non-union did also contribute to the nail breakage could not be determined due to missing information. Because no manufacturing related issues were detected the case is attributed to a user error contributed by the patient. No non-conformity identified.

Event description:
It is reported by manager of the orthopaedic department that a g3 nail broke.